Event description:
It was reported that the customer's insulin pump alarmed. It was stated that the customer has been at the hospital all day long. The blood glucose reading was 6.7mmol/l. Troubleshooting was performed, and no damage to the drive support noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump received with constant alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Unable to perform the occlusion prime and no delivery tests due to the alarm. Cracks to the display window, battery tube threads, reservoir tube window and a scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.